Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was removed due to infection. It was stated that the patient reported difficulties walking in (B)(6) 2010. On (B)(6) 2011, the patient's health care provider reported that the patient's right side device had been explanted due to infection. The patient outcome was reported as "no injury."